Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D2a: corrected common device name from peripheral dilatation catheter to catheter, angioplasty, peripheral, transluminal d2b: corrected procode from dqy to lit d4: corrected primary UDI number from (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral and behind the knee arteries with heavy calcification and heavy tortuosity. The lesion was accessed with an unspecified .014 guide wire and the 3x200 mm armada percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion. The balloon was inflated to 8 atmospheres (atm) without issue but ruptured at 10 atm. The balloon was removed and the 6x60 mm absolute pro self expanding stent system (sess) was attempted to be advanced; however, the device could not cross the lesion due to the anatomy. Therefore, the patient was medically managed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.